Event description:
It was reported that a patient implanted with an impella cp expired. No details related to patient death were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B2 revised date of death and b3 date of event as they were entered incorrectly on the initial report that was submitted. B7 added information as it was inadvertently omitted from the initial report that was submitted. D4 revised primary UDI number as it was entered incorrectly on the initial report that was submitted. G1 revised manufacturing site name as it was entered incorrectly on the initial report that was submitted. Added manufacturer site information as it was inadvertently omitted from the initial report that was submitted. G3 date was reported incorrectly on the initial report that was submitted. The date should of reflected 14-aug-2025. Medical safety reviewed the event. The event describes purge cassette leak resulting in an alarm of purge pressure low. The purge system was successfully replaced. The purge cassette had a malfunction and did not contribute to the demise outcome. There was low purge pressure but there was no interruption or compromised to support because it occurred before implantation of the impella cp. Conservatively, the death will be reported as the impella cp was in use at time of expiration. Withdrawing care led to the patient's demise. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the report on the purge cassette.

Manufacturer narrative:
The investigation was completed. Procedural adverse event: the cause of the injury was not determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks.